Event description:
On friday, when the patient tried to give herself a bolus with the ptm (personal therapy manager), she started seeing error code 8286 indicating that the pump was empty. When the patient turned the ptm on, the day showed (B)(6) 2015. When asked if the patient had missed a refill, the patient said ¿no¿. The patient reported no symptoms. The interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8703, lot# j89063960, implanted: (B)(6) 1989, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8703, lot# j89063960, implanted: (B)(6) 1989, product type: catheter. (B)(4).